Event description:
General report rec'd of an unspecified number of undocumented incidents of leaks. On unspecified dates, it was reported that the vials were filled with unspecified concentrations of hydromorphone and were loaded into unspecified pt controlled analgesia (pca) pumps. No specific pump programming was provided. After unspecified lengths of time, the customer contact reported that solution leaked fro the flange end of the injector in the vials. The vials were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.